Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the device return date, to update the section and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with hemostasis sheath. A kinked locator was returned as well. Upon removing the device from the package, the anchor was found to be released and hung outside the tip of the sheath. During the visual inspection, the anchor was detached from the suture. The carrier tube assembly was then checked and found to be mated with the hemostasis sheath and the deployment sleeve was in full forward lock position. The dried collagen was still present within the device. No other visual anomalies were noted. No functional testing could be possible since the anchor was separated from the suture upon receipt. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the suture was exposed to extreme heat or high moisture content and degrading as polylactic acid. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of birth - patient was born in (B)(6). Implanted date: device was not implanted. Explanted date:device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they planned to conduct a vascular closure with an angio-seal device after a percutaneous coronary intervention (pci). Angiographic confirmed the indication. During the procedure, the physician failed to release the anchor. They withdrew the device with anchor and changed to a new angio-seal with the same size. The vascular closure procedure went on successfully. No harm was found to the patient. The patient was in stable condition. Additional information was received 08september2019: there was an angiogram performed and it was ok for angio-seal device. Nothing was left in the patient's body.